Event description:
It was reported that the pt experienced rebound spasticity and was in the hospital. The hcp was also suspecting infection/sepsis. No other info was provided at the time of this report.